Event description:
3 staff members at the (B)(6) vaccination clinic have had needlestick injuries. Each staff member was poked with a sterile needle. Alcohol swab and hand washing was followed. All were advised to call workplace health to report. No further injury reported.